Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d4; g3; h2; h3; h4; h6. Proposed code: mechanical (g04) head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiograph was provided however was not sent for further review by a health care professional due to the following: given the patient's history of recurrent infection and dislocation. The implants in the image are an off-label combination of stryker cup/liner with a zimmer head which is clearly not adjacent to cup/liner. Assessing acetabular angles would be done on competitor product. Complaint was confirmed based on the evaluation of the provided x-ray. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined, however it is known that a competitor cup/liner was used with zimmer biomet head and this is considered off label use as the instructions indicate under precaution "implant components from other systems can result in inaccurate fit, incorrect sizing, excessive wear and device failure". It is unknown if this off-label use causes or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately two months post implantation due to a dislocation. The head and liner were removed and replaced. Attempts have been made and no further information is available.